Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra aortic balloon pump (iabp)¿s battery won't hold a charge even while plugged in. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields: e1(event site email) the fse swapped the battery from power slot 2 to power slot 1 and the lithium battery still would not charge. It was confirmed in the power parameter menu that the remaining capacity (mwh) was dropping for that battery. As only 1 battery failed the fse replaced both lithium batteries out of precaution. Confirmed both new batteries x2 were charging and the led¿s were illuminated and blinking while plugged in ac power. The unit passed all performance and safety tests according to factory specifications and returned to the customer.

Event description:
N/a